Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged. On review, the patient is a twiddler. A revision was performed to reposition this lead. Our records indicate that this lead remains in service and no additional adverse patient effects were reported.